Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being hospitalized for high blood glucose of 600 mg/dl and diabetic ketoacidosis. Troubleshooting found that the pump is cracked and alarmed no delivery. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no esc and act button response due to corroded keypad traces. Cleaned keypad traces and continued testing. The insulin pump was received with the operating currents within specification and passed the self-test, error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test. No unexpected clicking or cracking noise heard when buttons are pushed or during testing. The insulin pump was received with cracked reservoir tube lip, broken battery tube threads, cracked case at the display window corner, severely scratched lcd window, missing end cap sticker, missing address/serial number label, and scratched reservoir tube window.